Event description:
It was reported that the patient received inappropriate hv therapy during a av fistula repair procedure where cautery was used. It was noted that a magnet was placed over the device for the duration of the procedure. Upon device interrogation, the magnet response was programmed to normal and hv therapy was disabled. The device remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.